Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-01435. It was reported that the patient experienced a lead migration. In turn, the patient underwent surgical intervention on (B)(6) 2018 wherein the scs leads were explanted and replaced. The issue has since been reportedly resolved.